Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during placement of the catheter on the patient, the guidewire could not be pushed when the catheter was inserted (it was stuck inside the catheter). The catheter was knotted (kinked) in the pipe and extubation was performed. They had to cut the catheter and guidewire as the intervention for the reported event. Re-intubation was performed to resolve the issue, but it only increases the patient's pain. The catheter was replaced and the procedure was proceeded and completed. The replacement device was used successfully. There was no reported patient injury.